Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. The reporter was not able to provide further information during the initial complaint. There was no indication that the device caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/12/2018 with the following findings: during investigation, the black box shows no evidence of short battery life . The battery compartment and cap were undamaged and able to fit. The ez-prime¿ steps were performed correctly, all currents reading are within spec, unable to duplicate ¿short battery life¿ complaint. Pump¿s cover was removed, no intermittent condition was found to the power printed circuit board.